Manufacturer narrative:
Concomitant medical products: dtba1q1 ICD; 429888 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had undersensing. It was noted that the arrhythmia appears to continue as timing falls into atrial blanking and is not tracked. It was also noted by the physician that the patient electrolytes were out of range. The lead is still in use. No patient complications have been reported as a result of this event.